Event description:
It was reported by the affiliate that during a filter placement, the physician tried to insert a brite tip catheter sheath introducer (accessory for optease, complaint product) into the left femoral vein, resistance was felt. The sheath introducer was removed from the patient, and the distal end of a cannula was confirmed to be frayed. Therefore, the physician stopped using it and exchanged it to another one. The procedure was successfully completed. There was no patient injury reported. The device will not be returned for evaluation. There was no calcification/stenosis at the approach site. The product appeared normal when taken from its packaging. There was no difficulty flushing or assembling the devices. The device prepped normally. Excessive force was not used to insert the sheath. It is unknown if a dilator was used prior to inserting the sheath.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: during vena cava filter placement, when the physician tried to insert a brite tip catheter sheath introducer into the left femoral vein, resistance was felt. The sheath introducer was removed from the patient, and the distal end of a cannula was confirmed to be frayed. The physician stopped using it and exchanged it for another one. The procedure was successfully completed. There was no calcification/stenosis at the approach site. The product appeared normal when taken from its packaging. There was no difficulty flushing or assembling the devices. The device prepped normally. Excessive force was not used to insert the sheath. It is unknown if a dilator was used prior to inserting the sheath. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15787875 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.